Event description:
It was reported that the user experienced multiple alert 38 motor stall restart alarms on the ilet pump, restarted the pump each time, and performed a factory reset prior to calling, after which a guided dry run and full supply change were completed without issue; the user reported prolonged hyperglycemia with a highest cgm reading of ¿high,¿ performed an off-pump insulin injection, and later trended down to 186 mg/dl. Symptoms included hyperglycemia with thirst, grogginess, and sleepiness. Outcomes included user-performed troubleshooting including an unexpected medical intervention of subcutaneous insulin, continued pump use after successful dry run and supply change, and education on best practices. Investigation included phone-based troubleshooting, a pump restart, a dry run without supplies to 120 units, and a full supply change with new infusion set and cartridge; the user reported use of a teflon inset set and appropriate site rotation and cartridge handling. Investigation of this case revealed repeated motor stall alarms consistent with a potential pump motor stall condition that could interrupt insulin delivery, though no fault was reproduced during the guided dry run and subsequent supply change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.